Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system will not turn on. Upon functional testing fse found l2 breaker was off and flexvision pc was not powering on. Fse ordered and replaced the power supply, but it did not resolve the reported problem. The review of the log file shows malfunctioning flexvision pc. Malfunction can be confirmed. However, based on the logfile analysis root cause was not able to be determined. Fse then ordered and replaced the flexvision pc and hard disk, which resolved the system booting issue. During diagnosis addition video issues were found, which was resolved after replacing display monitor and video splitter, which is refereed in pr# (B)(4). Actual cause of the issue was with the flexvision pc and hard disk. Issue got resolved by replacing ps fd unit, flexvision pc, hard drives, monitor and splitter. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was not powering on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the flexvision pc and the hard disk drive and the device was returned to expected functionality.